Event description:
It was reported that during the attempted implant of a transcatheter aortic valve into an indwelling surgical aortic valve, upon the first deployment attempt, the valve appeared constrained and subsequently dislodged while still attached to the delivery catheter system (dcs). Subsequently, the valve was recaptured into the dcs. Upon the second deployment, the valve once again appeared constrained and dislodged while still attached to the dcs. The valve was recaptured and a third deployment was attempted, however the result was the same, so the valve was recaptured and the system was withdrawn from the patient. Subsequently, a balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon, and a new valve and dcs were opened and prepped. Following the bav, the patient became hypotensive. The second valve was advanced, however on the first deployment attempt, the valve was positioned too deep. Chest compressions were initiated, and the valve was recaptured. The valve was redeployed at an acceptable depth and subsequently implanted, and the patient's pressure recovered. The patient left the room in stable condition following the completion of the procedure.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 19-feb-2028, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.